Event description:
A complete loss of stimulation was reported, with the device system turned on. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).